Event description:
Bayer case number: (B)(4). It has migrated [device migration]. Evice has caused autoimmune diagnosis specifically ra [rheumatoid arthritis]. Celiac disease. Severe pain [pelvic pain female]. Bleeding [genital bleeding]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("it has migrated") in a 54-year-old female patient who had essure inserted (lot no. 863575) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included sulfasalazine for rheumatoid arthritis, estradiol (estradiol, estradiol) for menopause and progesterone for menopause. On an unknown date, the patient had essure inserted. In 2024 she experienced device dislocation (seriousness criterion intervention required). On unknown dates she experienced rheumatoid arthritis ("evice has caused autoimmune diagnosis specifically ra"), coeliac disease ("celiac disease"), pelvic pain ("severe pain") and genital haemorrhage ("bleeding"). The patient was treated with non-drug therapy (total hysterectomy scheduled for (B)(6) 2026). At the time of the report, the device dislocation had not resolved. The outcomes for coeliac disease, pelvic pain and genital haemorrhage were unknown. No causality assessment was received for essure with regard to rheumatoid arthritis, coeliac disease, device dislocation, pelvic pain or genital haemorrhage. The reporter commented: essure device has caused autoimmune diagnosis specifically ra and celiac disease, osteoporosis and it has migrated causing severe pain and bleeding. Total hysterectomy scheduled for (B)(6) 2026. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). It has migrated [device migration]. Severe pain [pelvic pain female]. Bleeding [genital bleeding]. Device has caused autoimmune diagnosis specifically ra [rheumatoid arthritis]. Celiac disease [celiac disease]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("it has migrated") in a 54 year-old female patient who had essure inserted (lot no. 863575) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included sulfasalazine for rheumatoid arthritis, estradiol (estradiol, estradiol) for menopause and progesterone for menopause. On an unknown date, the patient had essure inserted. In 2024 she experienced device dislocation (seriousness criterion intervention required). On unknown dates after essure migration (device dislocation), she experienced pelvic pain ("severe pain") and genital haemorrhage ("bleeding"). The patient total hysterectomy is scheduled on (B)(6) 2026. On unknown dates she experienced rheumatoid arthritis ("device has caused autoimmune diagnosis specifically ra"), coeliac disease ("celiac disease"), at the time of the report, the device dislocation had not resolved. The outcomes for coeliac disease, pelvic pain and genital haemorrhage were unknown. No causality assessment was received for essure with regard to rheumatoid arthritis, coeliac disease, device dislocation, pelvic pain or genital haemorrhage. The reporter commented: essure device has caused autoimmune diagnosis specifically ra and celiac disease, osteoporosis and it has migrated causing severe pain and bleeding. Total hysterectomy scheduled for (B)(6) 2026. Batch number- 863575; manufacture date- 01-may-2011; expiration date- 01-may-2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.